Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was completed as planned by restarting the system. The field service engineer (fse) inspected the system onsite and recreated the image disk, and drives were checked for bad sectors. After checking, the images were deleted, but the issue persists. Fse installed the other drives and recreated the image disk. After two days, the issue reoccurred. Later, fse tried to check the pc but was unable to connect to it. Fse replaced the ip pc (image processing pc) and hard drives. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device gave an error indicating the image disk was full, which would prevent imaging. The device was in clinical use at the time of the event. There was no reported patient or user harm. The field service engineer (fse) replaced the image processing pc and hard drive, and the device was returned to use in good working order.